Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was returned in liquid in the lens vial. Visual inspection found the haptic and optic torn; the lens was torn in two pieces. No similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that during an attempt to implant a (B)(4) implantable collamer lens, diopter +19.5 into the patient's left (os) eye, the doctor noticed the lens was torn. The lens was partially inserted into the eye and removed with no patient injury reported. The lens was replaced with another staar lens. This occurred on (B)(6) 2017. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Corrected information: a piece of the haptic was found to be missing. Claim#: (B)(4).